Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the nav-ring enter button was operating intermittently. There was no patient involvement.